Manufacturer narrative:
Unit had unresponsive up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unable to perform any test due to unresponsive buttons. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube) and stained end cap sticker.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that numbers on display screen continued to scroll when attempting to enter cabs into insulin pump. It was also reported that buttons were not responding. Customer's blood glucose was 58 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.